Event description:
The doctor reports that the dental implant located in position number 46 failed because it fractured at the head. Implant was removed. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k013227.